Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system had error 32100 and 32096. The procedure was aborted with no patient involved. Intuitive surgical inc. (Isi) followed up with the customer to confirm that no ports were placed in the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the axes controller platform backplane (acpb) to solve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The complaint was caused by an intermittent failure of the acpb, resulting in system errors 32100 and 32096 during startup. This fault was fully resolved by replacing the acpb.